Manufacturer narrative:
Image review was completed by an edwards physician. The procedural cine was reviewed and it was observed there was heavily calcified leaflets, the wire was in a good position, no bav was seen, the valve coaxiality was good and the valve was fully expanded, contrast was seen outside of the aorta in lcc below the left main and a second valve was implanted within the first valve. Impression: an annular rupture was confirmed. Calcified leaflets were seen on cine. Pre-op CT images were of poor quality and the degree of calcification was unable to be determined. The imaging angle for the valve in valve was poor. The ¿valve moved to the left side on valve deployment¿ was unable to be seen and confirmed.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the cause for the annular rupture could not be confirmed, however the patient¿s female gender and advanced age may have been contributing factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), during the implantation of a 26mm sapien xt valve with less 1cc of inflation volume, the patient's blood pressure dropped and an annular rupture was detected. A second 26mm sapien xt valve was deployed, however, the annular rupture was not resolved. The patient was converted to open surgery to repair the annular rupture. Both sapien xt valves were explanted and a 23mm trifecta surgical valve was implanted. A vertical tear was observed between left main and right commissure. Additionally, it was observed that the valve moved to the left side during the valve deployment. The patient's native annulus measured 4.4cm2 by CT, the native annulus was severely calcified, the native leaflets were moderately calcified and the native root was moderately calcified. There was no indication that calcium caused the perforation.